Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that multiple cartridge alarms occurred. There was no adverse impact to customer's blood glucose. Reportedly, customer was using insulin that is not labeled for use with the pump. No additional information was provided.